Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was capped and replaced. The replacement lead dislodged during pocket closure requiring emergent CPR and placement of temporary pacing wire. Once pacing was established with the temporary wire, the new replacement lead was repositioned. No further patient complications were reported as a result of this event.